Event description:
Healthcare professional reported the device was removed 4 days following implant due to right heart failure. The explant was not valve-related according to the surgeon, but was due to a high gradient.